Event description:
The cool line catheter (lot # 174701) and start-up kit (suk) (lot # 171714) were used in ivtm therapy on a covid-positive patient with subarachnoid hemorrhage (sah), who had developed central hyperthermia. Being aware that around 250 ml of saline from the 500-ml saline bag circulates in the tubings, the customer reported that the saline level had decreased by an additional 160 ml. This was noticed during the cooling phase of the treatment, and the thermogard console had not displayed any "air trap" alarm. Upon inspection, the customer did not find any saline on the patient's bed or the floor but found saline leaking from the check valve of the suk. The dwell time of the suk was a little over 28 hours when the issue happened. The customer replaced the suk along with the saline bag, and ivtm therapy resumed. About 3 days later, while the patient was still cooling, the customer noticed that the saline level in the second saline bag had also decreased by 100 ml. The thermogard console had not displayed any "air trap" alarm. There was no saline on the patient's bed, floor, or console. The customer performed a leak check per zoll's IFU but did not find any leak either from the cool line catheter or the second suk (lot # 175304). There was no backflow of blood in the tubings, and the customer could not determine whether the catheter balloon was damaged or not. The customer decided to continue the treatment and monitor the system. After about 6 hours, saline in the saline bag further decreased by 50 ml. The customer checked both the suk and the cool line catheter but could not determine the location of the leak. The customer did not provide any information on whether the patient was transported/moved at any point during the treatment. Both the cool line catheter and suk were replaced. The customer suspected that between 160 to 210 ml of saline could have possibly been infused into the patient's bloodstream. After replacing the second suk and cool line catheter, the therapy continued and was completed successfully using the same thermogard console. No patient injury was reported.

Manufacturer narrative:
The cool line catheter used at the time of the event will not be returned for evaluation. Therefore, a physical investigation will not be performed, and the root cause cannot be determined.